Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. The hp stated that a leak was observed on the final supply bag. The technical service representative had the hp close all the clamps, disconnect, and power cycle the hc. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.